Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon was in the process of inserting a synthes femoral recon nail (frn) when the driving cap broke off at the connection point to the unknown insertion handle preventing further insertion as described in the technique manual. An impactor had to be inserted into the proximal end of the insertion handle to act as a strike point for the mallet to finish the insertion of the nail. There was no surgical delay. The procedure successfully completed. No patient consequence. This report is for one (1) driving cap/threaded this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The customer complaint was confirmed. This investigation was performed based only on the photo provided. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot ==> part # 03.010.523-us lot # 9065800 manufacturing site: werk bettlach release to warehouse date: 31 oct 2014 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the reported condition of the complaint device (driving cap/threaded) is confirmed. The distal tip of the complaint device is broken at the threaded section. While no definitive root cause could be determined, it was possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Device history lot ==> part # 03.010.523-us. Lot # 9065800. Manufacturing site: werk bettlach. Release to warehouse date: 31 oct 2014. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.,part #: 03.010.523-us lot #: 9065800. Release to warehouse date: 31 oct 2014. Manufactured by: werk bettlach. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Note: DHR information was obtained from (B)(4) as it is the same lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.